Event description:
It was reported by the customer, patient powerloc max has a crack in the distal end (long-end) that had a cap over it. Staff are working to softly loop the tubing to her chest and use an ace wrap to hold it in place (keep in mind she would have this needle, flowed by a male/female equashield safety connector, and the chemo tubing.) Additional information 2/15/2023 transparent dressing was used to secure the line. Patient was receiving continuous chemotherapy infusions, incident caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedure to re-access. Patient developed a hospital acquired blood stream infection. Additional information received 03/06/2023: "note blood culture positive before this incident. Product removed 2/9 afternoon due to crack. Patient had an accidental tubing disconnection 2/8 with subsequent fever and blood cultures drawn 2/9 0000 grew positive. Infection diagnosed by med port and venous blood culture. Positive for enterobacter cloacae complex. Patient required additional treatment."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was 20g x ¾¿ w/y-site powerloc max infusion set. The returned product sample was evaluated and the following observations were made: a split was observed in the tubing where it connects to the distal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer, patient powerloc max has a crack in the distal end (long-end) that had a cap over it. Staff are working to softly loop the tubing to her chest and use an ace wrap to hold it in place (keep in mind she would have this needle, flowed by a male/female equalised safety connector, and the chemo tubing.) Additional information (B)(6) 2023 transparent dressing was used to secure the line. Patient was receiving continuous chemotherapy infusions, incident caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedure to re-access. Patient developed a hospital acquired blood stream infection.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, patient powerloc max has a crack in the distal end (long-end) that had a cap over it. Staff are working to softly loop the tubing to her chest and use an ace wrap to hold it in place (keep in mind she would have this needle, flowed by a male/female equashield safety connector, and the chemo tubing.) Additional information 2/15/2023 transparent dressing was used to secure the line. Patient was receiving continuous chemotherapy infusions, incident caused a hazardous medication spill (leaking of chemo), delay of treatment, and the need for additional painful procedure to re-access. Patient developed a hospital acquired blood stream infection. Additional information received 03/06/2023: "note blood culture positive before this incident. Product removed 2/9 afternoon due to crack. Patient had an accidental tubing disconnection 2/8 with subsequent fever and blood cultures drawn 2/9 0000 grew positive. Infection diagnosed by med port and venous blood culture. Positive for enterobacter cloacae complex. Patient required additional treatment."